Manufacturer narrative:
The investigation reviewed the provided albumin, alt, alp, and ise calibration results and did not find any abnormalities. The ise calibration for 17-sep-2021 was requested but not provided. The investigation reviewed the provided albumin, alt, alp, and ise qc results. The albumin and alt qc results were ok. There was no indication for a performance issue of reagent. On 04-jun-2021, the investigation found the alp level 3 qc was out of range. The repeat measurement was ok. The investigation was unable to confirm if the alp qc was ok prior to the event. Based on the provided ise qc results, the investigation could not confirm if ise k and cl qc results were within range. The established ranges were requested but not provided. The ise na level 1 qc result was out of range high. The customer's sample pre-analytic details and system alarm trace were requested but not provided. The field service engineer replaced a valve assembly. He performed system checks and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na, cl, k, alb2 albumin gen.2, alp2 alkaline phosphatase acc. To ifcc gen.2, and altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation results for two patients tested on a cobas c 501 module. The initial results were reported outside the laboratory. The customer performed repeat testing with the same samples on the same cobas c 501 module. On (B)(6) 2021 and at 10:14, patient 1's initial results were na 80 mmol/l with a data flag, cl 60.0 mmol/l with a data flag, albumin 0.2 g/dl with a data flag, alp 5 u/l, and alt 5 u/l. On (B)(6) 2021 and at 12:27, patient 1's repeat results were na 123 mmol/l with a data flag, cl 85.9 mmol/l with a data flag, albumin 2.9 g/dl with a data flag, alp 352 u/l with a data flag, and alt 224 u/l with a data flag. On (B)(6) 2021 and at 10:25, patient 2's initial results were na 142 mmol/l, k 4.37 mmol/l, and cl 106.8 mmol/l. On (B)(6) 2021 and at 12:06, patient 2's first repeat results were na 80 mmol/l, k 1.50 mmol/l, and cl 60.0 mmol/l. On (B)(6) 2021 and at 12:51, patient 2's second repeat results were na 140 mmol/l, k 4.28 mmol/l, and cl 105.4 mmol/l. The customer determined the "highest numeric value for each result" was correct. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided. The albumin reagent lot number was 52422501 with an expiration date of 31-mar-2022. The alp reagent lot number was 52339701 with an expiration date of 31-oct-2021. The alt reagent lot number was 52486101 with an expiration date of 31-mar-2022.